Event description:
A medtronic representative reported that, during a spinal fusion l4-l5 procedure, the surgeon alleged the stealthstation s7 system was inaccurate. The surgeon said it was accurate left/right but inaccurate by approximately 1 centimeter posterior. The medtronic rep attempted to re-merge the exams and all merges displayed the same posterior inaccuracy. At that point, the surgeon decided to proceed using navigation for the surgery. The surgeon tapped a hole in l-4, checked the accuracy, and stated that it was a level off in the navigation. The medtronic representative suggested that the surgeon register one level at a time, but the surgeon decided to complete the procedure without the use of the navigation system and proceed using fluoro for the surgery. There was no impact on patient outcome.

Manufacturer narrative:
Instructions for use state, "for spinal procedures, secure the frame at the vertebral level of interest to ensure accurate registration and navigation." It is evident from the case description that the reference frame was not located close to the surgical area of interest. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative provided troubleshooting tips to the surgeon during the surgery to work one level at a time, however, the surgeon decided that he did not want to register one level at a time. After the surgery the rep spoke with the surgeon and asked him if he was off a level superior or inferior and he stated that the level was accurate and he had just thought it was inaccurate due to the angle of that level.